Manufacturer narrative:
Corrected information can be found in the following field: d4. The UDI was added in field d4.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not yet received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Product and event verification: a review of the device logs for the fenestrated bipolar forceps (part# 478093-03 / lot/serial# l90200719) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(4) 2020 via system serial# (B)(4). There were 0 uses remaining after this last usage (single-use instrument). This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the fenestrated bipolar forceps instrument clevis pin was found to be missing. It was unknown if the clevis pin fell inside the patient. The customer performed an x-ray before the operation was completed, but it was reported that no pin was found. No additional surgical intervention was required. It is unknown if the clevis pin fell inside the patient, and the location of the missing instrument pin remains unknown. At this time, it is unknown what caused the pin to dislodge. There was no harm or injury to the patient, and the patient has not returned due to any complications related to retaining a foreign object. However, the reported failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was attempted. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the fenestrated bipolar forceps (fbf) had a missing clevis pin from the jaws. A backup instrument of the same kind was used to continue. Prior to completing the procedure, the customer performed an x-ray on the patient and confirmed no fragments were left inside. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: the instrument was inspected prior to use; however, the customer was unsure if the pin was present. It is unknown if the pin fell inside the patient. There was no patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images or video recording of the surgical procedure was available for review.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h10. Corrected information can be found in the following field: d4. The batch sequence number of the instrument's lot number was added in field d4.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d10, g4, g7, h2, h3, h6 and h10. 67 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations did not confirm the customer reported complaint. Failure analysis investigation cannot verify the external event to be related to the customer reported complaint. Upon visual inspection, no components or screws were found missing from the distal end. The distal clevis pin appeared to still be intact with the grip tips. The root cause is no problem detected. Additional findings not reported by the site: the instrument was found to have the plastic proximal clevis broken. The broken piece was not missing as a result of the breakage. This failure is most commonly caused by mishandling/misuse, such as excess force applicable to the distal end of the instrument. As a result of the damage, the instrument could not be tested on the in-house system. The root cause of broken proximal clevis is attributed to user mishandling.